Event description:
Information was received from a consumer (con) regarding a patient who was trialing for fecal incontinence. It was reported that the operation was done wrong; they didn't put the leads in the rightplace so it failed. There were no symptoms or further complications reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer (con) via a manufacturer representative (rep). It was reported that the patient's leads were actually in the proper place, contradicting their prior report.